Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the entire needle fit into the cartridge and the customer reported that the septum was damaged. Tandem's technical support advised the customer that if the entire needle fit inside the septum that it does not indicate a damage to the septum. The customer acknowledged. The customer's blood glucose (bg) level was 316 mg/dl with small/trace ketones and the bg level was addressed with a bolus via the pump. A new cartridge was successfully loaded to address the event.